Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter had results missing from the meter memory. The complaint was classified based on customer care advocate (cca) documentation. It is unclear when the meter issue first occurred. The patient detailed that she manages her diabetes using an insulin pump and made no changes to her usual diabetes management routine in response to the alleged meter issue. The patient claimed that an unknown time after the alleged issue occurred she developed symptoms of ¿not being able to get out of bed, feeling tired and sick¿, however denied receiving any treatment. During troubleshooting, the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria of a serious injury, nor did she receive medical intervention for an acute complication of diabetes. However, this complaint is being reported as a malfunction because the alleged meter remained unresolved at the time of troubleshooting.